Event description:
It was reported that the alarm sounds intermittently when in use. The batteries have been replaced with new ones. The moisture indicator is red and there was no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: eval of the returned product found the battery springs are bent inside the battery compartment. Initial testing found the alarm powers on and passed all function tests. When the alarm was tested a second time the alarm did not power up. Adjusted all four springs inside the battery compartment and when retested with batteries the alarm powers on and all functions passed tests. Note: the instructions for use has a statement on installing batteries: insert 4 (4) new "aa" alkaline batteries. Take care not to damage battery contacts. The posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).